Event description:
It was reported to vyaire medical that the revel ventilator that they just received back from (B)(6) for pressure issues as reported by users are having the same problem again. It has been confirmed that unit is being used while in a helicopter. Furthermore, there was no patient harm reported from this event. They noticed that vte (end-tidal volume) high during two different runs and ventilator was pulled out.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, the customer confirmed that the circuit has space between the wye and patient. Flow sense lines are on 'top' of the circuit. Of note, they were using an igel instead of endotracheal tube, but have not had the same issue on a different unit. Also, with altitude changes, they are not seeing this recreated on a different unit under similar conditions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.